Event description:
During surgery, the surgeon reamed out of the medial wall, and did not realize it until stem was implanted.

Manufacturer narrative:
Examination was not possible, as the instrument was not returned. The product and lot code was also not provided. It is stated in the initial product investigation request, it was not suspected that the device failed to meet specifications or contributed to the reported problem. The investigation could not verify or identify any evidence of product error/contribution to the reported event with the information available. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.